Event description:
It was reported that there was a red alert due high out-of-range right ventricular (rv) pacing impedance measurements, measuring greater than 3,000 ohms. It was noted that it was an abrupt increase. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. The patient was seen in the office a month ago and the right ventricular (rv) sensitivity was decreased, and the device was left in unipolar pace/sense. The physician's plan is to extract and replace the lead. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was a red alert due high out-of-range right ventricular (rv) pacing impedance measurements, measuring greater than 3,000 ohms. It was noted that it was an abrupt increase. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. The patient was seen in the office a month ago and the right ventricular (rv) sensitivity was decreased, and the device was left in unipolar pace/sense. The physician's plan is to extract and replace the lead. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicates this lead had observations of oversensing and was found to be fractured. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.